Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. Only one needle presented on deployment. Needle back down was not successful. The cardiologist chose to pull the device out against resistance. The pt went to successful manual compression. The occurrence is being reported as a product problem as previous occurrences of unsuccessful needle back down have resulted in reportable occurrences.